Event description:
An event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inches. It was stated in the report that sets had filter vent leakage. The event was noted during infusion. Drug name was unknown. There was patient involvement but no patient harm. There was no delay in critical therapy.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. E1 - initial reporter phone: (B)(6).